Event description:
Related manufacturer reference number: 2017865-2024-40100. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
Upon receipt, device interrogation revealed it was above the elective replacement indicator (eri). A visual inspection found no anomaly. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.